Event description:
It was reported that a user who had recently started insulin pump therapy announced a meal, then paused the pump after noting low glucose, consumed the meal, and later sought guidance on unpausing with a reported blood glucose of 63 mg/dl. The user had administered an external insulin injection about 90 minutes before connecting to the pump and did not disconnect and was advised on appropriate procedures to avoid overlap. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and involved no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.